Manufacturer narrative:
A ge service representative performed asn on site investigation. A circuit board was replaced. The system operates as intended.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.